Event description:
Caller reported a malfunction on the pump, which caused blood glucose levels to exceed the normal range, though the specific level was unknown and displayed as "high." No adverse impact to the customer's blood glucose level was explicitly stated, and no actions were taken by the customer to address the high levels at the time of the call. Customer technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to the resolution of replacing the pump. There was no backup therapy available, but the caller planned to contact a healthcare provider and follow up with further required actions.